Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D224drg implantable cardioverter defibrillator (ICD) 2010-(B)(6), 5076 implantable pacing lead 2010-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular lead exhibted a sharp increase in threshold measurement and a sharp increase in the impedance measurement. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.